Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was 500 mg/dl. The customer was hospitalized. Customer's mother stated absence of vibrate. The customer stated that the setting is correct and it happened during normal used. The customer stated they changed battery but anomaly persisted. The customer stated that there is no vibration s-test. Customer was advised to return the pump and we will send replacement.